Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find activity related to the reported issue with the buttons responsiveness. The total daily delivery correctly reflects the programmed basal rate. On investigation, the pump powered up with auditory and vibratory features. The buttons responded properly. A rewind/load/prime sequence was completed without incidences. The delivery accuracy was within specifications. Removal of keypad cover did not find contamination under any of the button contacts. The reported button responsiveness issue was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of >500 mg/dl with nausea along with trace ketone. Reportedly, the bg excursion was due to the buttons being unresponsive resulting in an under delivery of insulin. No treatment above and beyond the usual routine of diabetes care and management was reported, and the patient remained on pump therapy with no recent adjustment to the pump settings. Customer support reviewed the pump with the reporter and it was reported that the ¿up¿ and ¿ok¿ buttons were under responsive since (B)(6) 2014. The reporter stated that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with an alleged under delivery issue related to buttons being unresponsive.